Event description:
It was reported that the stent deployed in the sheath. A 6x40x130 innova self expanding stent was selected for a superficial femoral artery (sfa) stenting procedure. During the procedure, when the physician was inserting the innova device, the stent came off inside the delivery system sheath. The stent was stuck in the sheath and the devices were removed together when the sheath was exchanged. They continued the case and there were no patient complications.